Event description:
Manufacturer ref.#: 244827.

Manufacturer narrative:
The customer did not request any service. According to the received logs, it can be confirmed that the ventilator failed mentioned pressure transducer test during pre-use check. According to the information from the third party servie provider that was retrieved by our field service engineer, after replacement of the pressure transducer printed circuit board (where expiratory and expiratory pressure transducers are situated), the ventilator worked normally and returned to clinical use. The customer kept the faulty part, no parts were sent for our further investigation. Due to lack of information, the root cause of the reported event could not be found. H3 other text : 4117

Event description:
It was reported that the pressure transducer deviation is more than 5% during pre-use check. There was no patient harm. (B)(4).